Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. Please know this product is end of life. A follow-up report will be submitted upon receipt and evaluation of the additional clarification information from the user facility.

Manufacturer narrative:
(B)(4). No sample or photos were available for evaluation. The manufacturer, baxter mountain home, completed the investigation. They stated that quality performs an s-3 per batch for in-process finals. No root cause can be identified. The product is in the end of life proceedings and is no longer manufactured. No corrective action performed due to this product being end of life and is no longer manufactured. In addition, there has been no increase in complaints of this nature for this product line. This is the first complaint of this nature received for this product lot and as such the complaint will be closed. It will be kept on file for trending purposes.

Event description:
The closure cup moved away explosion like during handling of stored frozen product. Product was stored in the cryocyte bag since (B)(6) 2000. Additional clarification with the user facility in (B)(6) has been requested. At this time this case seem that it is regarding a broken/rupture bag.